Manufacturer narrative:
Evaluation summary - the analysis results found that the device was returned with the tissue pad missing. The device was tested with a gen04 and was functional. There were no anomalies noted with the functionality of the device. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address the tissue pad issue. We have documented the circumstances as they were reported to us. In addition. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a tlh procedure, the device worked for 45 minutes and then stopped. They did some troubleshooting but still could not get the device to work. They got a new device and completed the procedure without any impact to the patient.